Manufacturer narrative:
It was reported by customer that the tubing is detached from the filter. Four unused samples of material number 10013902 was submitted for quality evaluation. Visual examination of the product while inside the packaging was conducted, and no damages to the packaging was identified. The products were then removed from the packaging and another visual examination was conducted on the assemblies. There were no damages or abnormalities identified on the samples. The extension sets were the attempted to be separated by manually pulling on the tubing to determine if any sections of the assembly were weak and would separate. None of the extension sets separated between any of the components. The customer complaint of separation could not be verified. A root cause was not determined because the failure could not be replicated. A device history record review for model 10013902 lot number 24039231 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 15apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite low sorbing set separated the following information was received by the initial reporter with the following verbatim: it was reported by customer that the tubing is detached from the filter.